Event description:
The pump and catheter were received by the manufacturer for analysis. No info regarding the symptoms, reason for the explant or outcome were provided.

Manufacturer narrative:
The pump and catheter were returned for analysis. The pump analysis revealed no anomaly found - normal device function. The 42.1 centimeter proximal segment including the pump connector were returned. A hole was noted in the catheter on two sides. The catheter passed the patency testing. Pressure testing at 30 psi was performed; the catheter failed at 2 psi. Final device analysis revealed catheter leakage - hole in catheter. Evaluation codes, results - used for the catheter.